Event description:
The customer reported images within the same patient study did not match the corresponding thumbnail and/or were lost. No report of patient injury.

Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable.